Event description:
It was reported the patient had gotten out of the hospital 9 days prior to report where he was treated for an infection of his bladder and kidney. It was also reported the patient had sharp pains to the left of the rectum that felt "like pins being pushed in." The reporter was unsure if it was due to constipation from narcotics being taken for chemotherapy. The patient's pain was only present when the implantable neurostimulator (ins) was on until the night prior when the pain was present when the ins was off. The patient "could not turn ins off because of bladder pains." The patient had sharp pains at the same location as stimulation sensation. The patient changed programs on the device and received relief for less than 24 hours. Additional information received reported the patient's issue was resolved. The device settings were readjusted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va009bl, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).